Event description:
Allegedly the patient was revised due to the following mom complications: metallosis; evaluated cobalt and chromium levels; pain. (Right) the neck came out with head. Stryker dual mobility liner used with our 28mm head and neck. Cultures taken.